Event description:
It was reported that the patient stated at a consultation with a new doctor that since the device was implanted there had been ¿nothing but problems¿ clarifying that there had been shocks in the past that were not ¿necessary¿. Follow up was conducted with the patient¿s previous physician¿s office. It was noted that the patient¿s device had never delivered a shock but the patient had, in the past, complained of extra-cardiac stimulation. In response to that complaint, the amplitude was decreased on all the patient¿s leads. It was further noted that on occasion, right ventricular (rv) lead oversensing was found on remote transmissions; however, no programming changes were made in response to the oversensing. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694758, implantable tachy lead, implanted: (B)(6) 2009, product ID: 5568-53, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).